Event description:
It was reported that the camera suddenly stopped working and only worked when held on a particular position. We immediately changed the camera monitor. Therefore, there was loss of image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: reported by the customer: the camera suddenly stopped working and only worked when held on a particular position. P/n: 1688210105i. S/n: (B)(6). Summary of evaluation: inspection & testing performed: conducted full functional testing of the camera head: no fault could be replicated. Visual inspection of the camera head, cable, and camera body: no signs of physical damage or wear were found. Performed pressure check: passed. Completed full qip (quality inspection procedure): passed. Conducted soak test over extended period: camera head operated normally throughout. Tested camera in various positions and orientations: no interruption or abnormality in functionality observed. Shake test conducted to simulate movement and stress: passed with no issues detected. Conclusion: the reported fault could not be replicated during thorough testing. The camera head is functioning within normal parameters and passed all diagnostic and stress tests. No faults or abnormalities were identified at the time of inspection. Notes: camera head did enter the workshop with the coupler sn: (B)(6). It has been fully tested and no faults found. Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), problem toggling light source, connected monitors, leaking, poor grounding (e.g camera head connection from cable to transition board.), no/incorrect communication with light source, soaking cap disconnection during sterilization, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, cybersecurity attack, pendulum ch inertial measurement unit (imu), use error. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the camera suddenly stopped working and only worked when held on a particular position. We immediately changed the camera monitor. Therefore, there was loss of image.